Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Xtw (lot: 40613r2061) was chosen for implantation. Several attempts were needed to grasp the valve. After release of the clip at an angle of 40 degrees, a mr jet was observed through the clip. It was thought the clip may have reopened (clip opened while locked (cowl). However, this was not able to be confirmed on imaging. The procedure ended with mr reduced to grade 2 and the patient was placed under observation.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulty grasping the leaflets. The reported clip opened while locked appears to be due to user perception as imaging and cine reviewed did not confirmed the opening. The reported hospitalization was a result of case specific circumstances as the patient remained hospitalized for observation. There is no indication of a product issue with respect to manufacture, design, or labeling.